Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) was confirmed. As received, the belt could not completed testing. Upon evaluation, the trunk cable was pulled from the j702 connector on the distribution node (dn) pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned electrode belt sn (B)(4) to report that it did not communicate with the monitor.